Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that "the defective machine." There was no reported patient involvement / adverse patient impact.